Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot Release records were reviewed, and the product lot met all acceptance criteria.Locked Down Smartphone: LOCKDOWN.Omnipod Software App Version: 3.1.6.Operating System: N5004L-AM-Q-MV01602-06-01.06.Hardware: N5004L.CGM Sensor Type: G6.Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our Cloud based on the reported date of event.

Event description:
It was reported that, upon removal of the Pod, the cannula was not visible despite having previously inserted into the infusion site, indicating that the cannula had retracted into the Pod. Additionally, the pink slide was reported to be not visible in the viewing window upon removal. These observations indicate a needle mechanism failure. No impact to blood glucose levels was reported. The Pod was worn for between 49 and 71 hours. Treatment details were not provided.